Manufacturer narrative:
(B)(4). The customer used new main printed circuit board (pcb) and turbine interface from their stock. Further investigation found out that the root cause of the issue was the cable assembly 20 inch. As of this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit transducer fault occurred during a set up. During inspection transducer fault and ventilator inoperable repeated. The customer confirmed that the is no patient involvement associated with this reported event.